Event description:
It was reported that pump displayed a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pump area as instructed, removed extra o-ring and debris from pneumatic tap, cleaned area, reattached cartridge securely, and successfully completed load process, after which insulin delivery was resumed.